Manufacturer narrative:
Device evaluated by MFR: a balloon catheter was received for analysis. No issues were noted with the tip section of the device. There were no issues noted with the profile of the balloon. It was noted that the balloon had been subjected to positive pressure and deflated prior to return. As per the dfu, the catheter is compatible with 0.035 in (0.89 mm) guidewires. A 0.035in guidewire was inserted freely without any tangible resistance. A visual and tactile examination found no kinks or damage along the shaft of the device. The shaft outer diameter (od) was measured which is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 6.0 x 100, 75cm mustang¿ balloon catheter was used to dilate a shunt. During removal of the device, it was noted that the device was stuck with the guide wire and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter entrapment occurred. A 6.0 x 100, 75cm mustang¿ balloon catheter was used to dilate a shunt. During removal of the device, it was noted that the device was stuck with the guide wire and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).